Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly customer had reset pump on their own and resumed insulin delivery prior to call. There was no adverse impact to the customer¿s blood glucose level.